Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation, the lot number was not provided. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 which occurred on the homechoice (hc) during use. The hc alarmed with a system error 2267 in dwell 4 of 4. The home patient (hp) was still connected. One of the supply bags had fallen and became disconnected. The baxter technical service representative (tsr) explained the alarm and helped the hp to clear the alarm by turning the hc off then on. The hc was back to press go to start prompt. The hp would finish with manual bag. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the se 2267 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and finishing with manuals. The hp said the cause of the alarm was due to the supply bag falling. The hp did no know why the bag had fallen. Per hp, there were no loose connections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.